Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer saw air bubbles at the bottom of the reservoir on day 3 and not in the tubing. Customer stated that the bubbles are large. Customer stated that the insulin was stored at room temperature. Customer did not want to change the set or reservoir at the time of the call since the bubbles were primed out. Customer was advised to monitor the issue. No further assistance needed.